Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core smart cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported cable failure. Visual inspection confirmed the cable's hdmi connector was damaged. The customer's smart cable failed verathon's device functionality testing. The glidescope video laryngoscopes operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the customer's smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for ongoing trends. This MDR covers the first of two incidents involving the same glidescope core smart cable at the facility. Reference verathon report number 9615393-2024-00015 for the MDR covering the second reported incident.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the pins on the hdmi end were "mangled" and resulted in the picture going out during intubation. The procedure was completed with the same cable after reconnecting the cable. No harm to the patient was reported.